Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced resulting in the customer being unable to load the cartridge with the full amount of insulin. Customer successfully loaded the cartridges with 150-200 units of insulin. There was no reported adverse impact to the customer's blood glucose level.